Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6), 2022 with blood glucose level was 320 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was performed self test, displacement verification test and high pressure test and it was passed. Retainer ring was damaged and reservoir was bale to lock place when inserted into insulin pump. Customer was not using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
Customer reported going to the hospital on (B)(6) 2022 at 12pm for 4 hours for high blood glucose of 320mg/dl and diabetic ketoacidosis. Customer was feeling sick/unwell, was weak, had slight cramping, and had increased thirst. Customer tested positive for ketones. Customer mentioned that there was physical damage to the pump - the retainer ring was missing. Customer said the reservoir was able to lock in place when inserted into pump. During troubleshooting, self-test passed, vibration test passed, audio test passed, displacement test passed. Pump was used at the time of the incident. Per customer, sensor was used but auto mode was not used.

Manufacturer narrative:
The insulin pump was received with a cracked retainer. No loose/missing reservoir retainer ring noted during visual inspection. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded the insulin pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. A pillowing keypad overlay and a scratched case were noted during visual inspection. A cracked retainer was confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.